Event description:
Caller reported experiencing alarm 2 followed by alarm 26, as well as multiple occlusion events earlier in the day. Despite these issues, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.